Event description:
It was reported pt had a micl 12.6mm implantable collamer lens implanted in the left eye on (B)(6) 2008. As part of the post market study, the pt reported experiencing minimal lost of vision due to development of a slight cataract. Icl remains implanted. Further info has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. #(B)(4).